Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refv3355 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "a PICC ruptured inside a patient. PICC was placed in december, worked fine for a month. Infusion therapy was done daily for 5 weeks, during the 5th week patient started complaining of pain during infusion therapy. Medication-daptomycin. When pain was reported, PICC nurse was contacted and asked to come assess the line. When rn flushed the line she reported that fluid came back out the insertion site. PICC was immediately removed at that point. Rn reported that the PICC was still intact when she removed it but was surprised to see that it didn't completely break apart when removed. . .[PICC rn] reported no issues during insertion. . . Cxr and ultrasound were performed before the PICC was removed. Both scans came back normal. At this time, there has been no known impact to the patient other than pain. The physician on the case didn't want further studies done post removal." Other notes: no occlusions reports in the patients chart. Reported that the patient did all her maintenance at home except for the once weekly blood draws and dressing change.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and two splits were observed between the 11cm and 12cm depth markings. The catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned, fracture edges which were rounded and polished due to repeated material wear, 'c' shaped impressions leading into the fracture sites which are consistent with material buckling due to movement which caused the fracture edges to be pressed together, overall elliptical shape to the fracture cross-sections (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported "a PICC ruptured inside a patient. PICC was placed in december, worked fine for a month. Infusion therapy was done daily for 5 weeks, during the 5th week patient started complaining of pain during infusion therapy. Medication-daptomycin. When pain was reported, PICC nurse was contacted and asked to come assess the line. When rn flushed the line she reported that fluid came back out the insertion site. PICC was immediately removed at that point. Rn reported that the PICC was still intact when she removed it but was surprised to see that it didn't completely break apart when removed. . .[PICC rn] reported no issues during insertion. . . Cxr and ultrasound were performed before the PICC was removed. Both scans came back normal. At this time, there has been no known impact to the patient other than pain. The physician on the case didn't want further studies done post removal." Other notes: no occlusions reports in the patients chart. Reported that the patient did all her maintenance at home except for the once weekly blood draws and dressing change.